Event description:
Emt's from the facility's micu responded to a patient in cardiac arrest. The device was connected to the patient and advised a shock. According to the reporter, when the operator pushed the shock button, the operator received a shock through the arm that pressed the button. The patient was resuscitated and transported to the hospital ER. The reporter said the emt was also seen in the ER for complaints of tingling in the arm, discomfort and heart palpitations because of the shock. An EKG was performed with no abnormalities observed and the emt was released.